Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas to report that his blood glucose reading was elevated to 265 mg/dl while she had symptoms of positive ketones and extreme thirst. At the time of the concern, the patient administered self treatment with fluids and correction bolus insulin via the insulin pump, using the ez bg bolus feature. At the time of the call to animas, the patient changed out the site and replaced her infusion set. Troubleshooting indicated there was no product malfunction associated with the incident. The date and time was confirmed to be accurate. The patient was new to insulin pump therapy and had back surgery recently. This complaint is being reported because the patient had unexplained hyperglycemic symptoms while on insulin pump therapy. Although there was no evidence of a product malfunction, the animas insulin pump could not be ruled out as a contributor of the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.